Event description:
It was reported that lead dislodgement and no capture issue was observed on the lead. Patient had an electrocardiogram appointment which showed that the patient was in atrial fibrillation. Patient had edema and weakness. Lead was floating around the chamber and the upper chamber is not properly rhythmed however no chest x-ray or fluoroscopy was performed to assess the lead position. Sensing and impedance was normal. Physician decided not to have any surgical interventions as the patient is elderly and may have difficulty recovering from the surgery. Physician turned the pacing off. No further information available.